Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis manifested by cloudy effluent. The break in aseptic technique was further described as touch contamination. One day after the onset, the patient was hospitalized for peritonitis. On the same day, the patient began treatment with injection vancomycin (intraperitoneally, once a day for 14 days, 500mg) and injection gentamycine (intraperitoneally, once a day for 14 days, 20mg) for peritonitis. Five days after the onset, the patient was retrained on aseptic procedure and the patient recovered from the peritonitis. At the time of this report, the patient was still hospitalized and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.